Event description:
Additional information received reported that several arm isometrics and an xray were performed. The results of the xray was not available. The device was reprogrammed, and the patient would continue to be monitored until a replacement procedure would be performed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which reported that the lead was later surgically abandoned and replaced due to noise. It was noted that the issue was with the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements of greater than 2000 ohms, noise, oversensing, and low r wave amplitude measurements. Troubleshooting and programming options were discussed with the health care professional (hcp). It was noted that the patient was not rv pacemaker dependent. No adverse patient effects were reported. The lead remains in service.